Manufacturer narrative:
Device evaluated by MFR.: xxl/16-4/5.8/75 was received for analysis. A visual examination identified blood inside the balloon which is indicative of a leak. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 29mm proximal of the distal tip. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 5 atmospheres as per xxl specification. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that balloon rupture occurred. Patient presented and being treated may-thurner's syndrome. The 69% stenosed target lesion was located in the mildly tortuous and severely calcified bilateral common iliac artery and right external iliac artery. Two 16-4/5.8/75 xxl esophageal balloon catheter were advanced for kissing balloon inflation. However, during initial inflation of the first 16-4/5.8/75 xxl balloon catheter, it would not inflate right off from the start. The device was removed, and a pinhole was noted on the balloon. Subsequently, another 16-4/5.8/75 xxl balloon catheter was advanced, but during the first inflation at 5 atmospheres for 5 seconds, the balloon burst with blood noted returned in the indeflator. The device was also removed, and another of the same balloon catheter was used and the procedure was completed. There were no patient complications reported.